Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The investigation is ongoing.

Manufacturer narrative:
The investigation is ongoing. Device evaluated by MFR: the device has not been returned.

Event description:
As reported, it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the valve embolized into the aorta due to loss of rapid pacing. Procedure was converted to surgery. No patient injury. Patient was discharge after savr.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 impact codes, investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as no relevant imagery/medical record was provided for evaluation. There was no allegation or indication of a device malfunction contributing to this adverse event. A review of IFU/training materials revealed no deficiencies. In this case, ''it was a case of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During procedure, the valve embolized into the aorta due to loss of rapid pacing. Procedure was converted to surgery and the valve was explanted.'' Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, ''loss of capture during rapid pacing can cause sudden delivery system movement during deployment'' and ''make sure pressure stabilizes before balloon inflation.'' In this case, the loss of pacing capture could have disrupted the stability of balloon deployment leading to thv embolization in aorta. However, the possibility of improper positioning technique cannot be ruled at this time since additionally received information clarified that the thv was implanted above ''annulus level'' (suggestive of high initial position). As such, available information suggests that procedural factors (loss of pacing capture, thv positioned high) may have contributed to this complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.